Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the distributor that product code jb947, printed on the outside of the box, doesn't relate to the lot number printed on the box. The device was not used on the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # ==> pc-000191689 date sent to the FDA: 07/10/2018 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: a sealed box with unopened samples of product were returned for analysis. During the visual inspection of sample, the front label of the box is present with the product code and matches. However, the mfg (manufacturing) barcode present is correct for this product. It is a special code, since; it was created when the system had a 5-digit limit and according to requirement. According the sample condition, no packaging labeling identification was observed. Since, the graphics on the box were according ethicon requirement.